Manufacturer narrative:
H6: corrected the following: health effect - clinical code, impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, fracture, loosening and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, fracture and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Concomitant devices unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 108 months after a right knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, metallosis, instability, limited mobility, swelling and pain. No further issues or complications were reported. No additional information is available.